Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a moderately calcified, moderate tortuosity lesion in the left sfa with 80% stenosis using powercross balloon catheter. It was reported that the device was prepped as per IFU and no issues noted when removing the device from the tray/hoop. It was reported that the balloon burst during the second inflation at 6 atms. Contrast injections of the artery and fluoroscopic imaging of the left and right leg were performed to locate any balloon and catheter fragments. After the balloon ruptured it became stuck on the wire. A 7fr sheath was exchanged for the 6fr sheath and the balloon and wire were removed. The balloon, wire, and the sheaths along with all parts of the device that were located were collected. The device was passed through a previously deployed stent. No resistance was encountered and no excessive force was used.

Manufacturer narrative:
Device evaluation summary: the power cross was received along with two sheaths, (6fr and 7fr) and loaded on a guidewire. The powercross was received in three separate segments. The distal tip and inner guidewire lumen locked up on a guidewire, a segment of inner lumen not locked up on a guidewire, and the manifold/outer sheath with proximal balloon bond. Not all components of the powercross dilatation catheter were received. The distal tip and inner guidewire lumen is locked up on a 0.018¿ compatible guidewire. The distal end of the guidewire exhibits a sharp bend approximately 3.5 cm proximal of the distal tip of the guidewire. Approximately 80 cm of inner guidewire lumen is stretched and locked up on the 0.018¿ guidewire. A segment of the inner guidewire lumen not locked up the guidewire was examined. The segment is approximately 111 cm in length. The segment consisting of the y-manifold, outer sheath, and proximal balloon bond was examined. Approximately 17 mm of balloon chamber material was returned. The balloon material separation face is fully circumferential. Not all components were returned. Two radiopaque marker bands and approximately 50 mm of balloon material were not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.